Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned. The DHR will not be reviewed as the lot number remains unknown. There are no indications of manufacturing defects. For part 73-1300 in the previous one (1) year (from the notification date) regarding the screws being in backwards, there is a complaint rate of (B)(4) which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: date of this report, describe event or problem, device availability, date received by manufacturer, type of report, follow up type, device evaluated by manufacturer, method code, results code, conclusions code, and additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products - zimmer biomet screw catalog # unk lot #: unk. Report source - foreign county, (B)(6).

Event description:
It was reported that the screw block was placed in the tray backwards. As a result a larger screw than intended was implanted in the patient. The surgeon realized the issue and corrected the error during the same surgery.